Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited respiratory rate trend (rrt) sensor noise and oversensing on the right atrial (ra) lead in stored atrial tachycardia response (atr) episodes from approximately one year ago. Ts noted that the following clinic appears to be aware of this because they decreased the ra sensitivity, programmed the crt-d device to automatic gain control (agc) and the rrt sensor is still programmed on. The device remains in-service. No patient symptoms or adverse patient effects were reported.